Manufacturer narrative:
H3, h6: it was reported that a trial femoral head 22 s/+0 is broken. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The device shows slight signs of use such as dents and scratches on the outer surface. No flaps are fractured. A review of the batch record revealed no deviations from the standard manufacturing process which could have contributed to the reported issue. No additional complaints for the batch in scope were reported so far. The failure mode and the severity are covered in the corresponding risk management file. A review of past corrective actions was performed. No further escalation is required. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Based on the performed investigations, the relationship between the reported event and the device was confirmed and the probable cause for the damaged device is attributed to a wear and tear issue through repeated use over time. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, no further actions are deemed necessary. Smith and nephew will continue to monitor the device for similar issues. Should additional information become available, this complaint will be reassessed. The returned device will be discarded.

Event description:
It was reported that a trial femoral head 22 s/+0 is broken. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
(B)(4).